Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose level of 40 mg/dl. Customer addressed bg by consuming gummies and drinking orange juice. The customer was able to regain connection after bringing transmitter and pump within range and continued to use pump for insulin therapy.